Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5517f701, triathlon p/a cr beaded #7l, lot lbx3b. 5536b600, tritanium bplate triathlon s6, lot ctd51636. 5552-l-401, tritanium patella-asymmetric, lot l314. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient's left knee was revised due to infection. Rep provided primary and revision usage sheet's and confirmed that no further information will be released by the hospital or surgeon.